Event description:
Patient had orif proximal humerus and tfn procedures done concurrently for multiple trauma on (B)(6) 2012. Postoperatively, it was noted that surgeon had inadvertently implanted the insertion guide with the proximal humerus plate. Revision will be performed on an undetermined date to remove the insertion guide.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: awareness date was approximately one day after removal surgery in (B)(6) 2013. Exact date unknown.

Event description:
Additional surgery was performed on an unknown date in (B)(6), 2013, approximately 6 weeks after the initial surgery date on (B)(6) 2012, to remove an insertion guide that was inadvertently left in the patient. Insertion guide was successfully removed, patient was reportedly healing satisfactorily.